Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/lower abdomen (bilateral) on (B)(6) 2019 using cooladvantage+ coolcurve+ contur and to the flanks (bilateral) and outer thighs (bilateral) on (B)(6) 2019 using coolsmoothpro who developed paradoxical hyperplasia (pah/ph) on the upper/lower abdomen and flanks after treatment. Ph was described as visible enlargement, with clear demarcation and bulging in the entire abdomen and flanks.

Manufacturer narrative:
Additional, changed, and/or corrected data: age reported.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/lower abdomen (bilateral) on (B)(6) 2019 using cooladvantage+ coolcurve+ contur and to the flanks (bilateral) and outer thighs (bilateral) on (B)(6) 2019 using coolsmoothpro who developed paradoxical hyperplasia (pah/ph) on the upper/lower abdomen and flanks after treatment. Ph was described as visible enlargement, with clear demarcation and bulging in the entire abdomen and flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/lower abdomen (bilateral) on (B)(6) 2019 using cooladvantage+ coolcurve+ contur and to the flanks (bilateral) and outer thighs (bilateral) on (B)(6) 2019 using coolsmoothpro who developed paradoxical hyperplasia (pah/ph) on the upper/lower abdomen and flanks after treatment. Ph was described as visible enlargement, with clear demarcation and bulging in the entire abdomen and flanks.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Initial reporter phone number (B)(6).